Event description:
It was reported that the pulse generator exhibited inappropriate mode switches when the patient was experiencing atrial flutter. Pacemaker mediated tachycardia was also present. The patient was asymptomatic to both occurrences. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
.